Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
During a rotator cuff procedure, the suture passer fractured. A competitor device was used to complete the procedure.